Event description:
It was reported that the left ventricular lead exhibited impedance of 190 ohms. The patient would be checked at future follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.